Event description:
It was reported that the patient's blood glucose levels reached almost 400 mg/dl while wearing the pod between 24 and 36 hours. Patient stated the adhesive was not secure and the cannula dislodged from the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to d1 - brand name changed from asm, sterile, 5-pack pod, omnipod 5 to omnipod 5 pod. D2b - procode changed from unavailable to qfg. Correction to d(4): model no changed from pt-000536 to pt-000435. Unique identifier (UDI) # changed to (B)(4).